Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds on the left ventricular (lv) lead. On (B)(6) 2022, an x-ray was performed and the lv lead was found to be dislodged. Twiddlers syndrome was suspected. On (B)(6) 2022, the physician elected to explant and replace the lv lead. The patient condition was stable.